Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery to exchange fractured implants occurred.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
After device data for the broken liner was received it can be confirmed that this device is not registered in USA.the article data on the involved ceramic ball head are not readable.

Event description:
Fracture of the ceramic insert right hip 6.5 years after implantation. Revision surgery performed with exchange of ceramic ball head and ceramic insert.